Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. A customer reported obtaining a sensor reading of 310 mg/dl; however, 10 minutes later, he experienced unspecified symptoms of hypoglycemia, seizure, and loss of consciousness. The customer's wife treated him with sugar water and called for an ambulance. Upon their arrival, a glucose reading of 56 mg/dl was obtained. No further information was provided. There was no report of death or permanent injury associated with this event.